Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 10.5, and 6.8 mmol/l. Tests were done within 20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.